Event description:
Ino 15ppm ordered, unit reading 5-12 ppm and fluctuating. Troubleshooting done at bedside to no avail. New unit calibrated and placed on patient. Defective unit removed without incident. No harm to the patient.